Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked rear housing at syringe holder. The customer stated problem was duplicated. Upon power up, the device was found to be on programming default which is the customer complaint issue. It was determined that the microprocessor board was corrupted so it was replaced and the front housing was also replaced as part of the repair process. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical smiths medical cadd-ms 3 pump lost programming. No adverse patient effects were reported.